Event description:
Company received report of an incident where the max-n sensor was providing 100% reading without being attached to the pt. Arterial blood gas (abg) showed po2 30 and po2 70. The sensor was in use with another firm's oximetry setup. The sensor was applied to the pt's ear lobe.

Manufacturer narrative:
The sensor is currently being returned for failure investigation. Company has discussed with hospital personnel that the maxn sensor should not be used with the ear clip. The hospital personnel stated that the issue was with the monitor and not the max-n sensor. Per maxn dfu (directions for use): 'adults: the preferred site is an index finger. Alternatively, other fingers may be used. The window next to the cable goes on the nail side, distal to the first joint. Do not place on a joint. Note that the cable must be positioned on the top of the hand...if the sensor does not track the pulse reliably, it may be incorrectly positioned...' In addition, 'each nellcor oximax-compatible instruments manufacturer is responsible for determining optimal compatability conditions and settings for its instruments to provide safe and effective use of each nellcor oximax sensor. This includes specifications and/or warnings, cautions, or contraindications..'